Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture at max output on the epicardial right ventricular (rv) lead. It was also noted the epicardial left ventricular (lv) lead had high threshold. The leads remain in use. No patient complications have been reported as a result of this event.